Event description:
It has been reported that a revision surgery was performed due to loosening. During the revision, the femoral trial stem was left in the patient by the surgeon and was not found until an x ray was performed. The surgeon went back into surgery and removed the femoral trial stem. The surgeon also had to repair the femur with a plate, screws and cables. This incident extended surgery time by 1-2 hours. It has been reported that the explanted product will not be returned for evaluation.